Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device found unable to power on via door opening which was reproduced. The device was unable to recognize an open door. The reported device was found unable to power on via door opening. The reported symptom was verified and found to be caused by a failed upper latch switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not turn on when the blue clamp was inserted. There was no patient involvement. No additional information is available.